Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
Additional information notes the system was explanted unknown date.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed endocarditis due to an infection resulting from open sores on the patient's legs. The system would be explanted. No other patient symptoms were reported.